Event description:
It was reported that the customer received multiple occlusion alarms. The customer cleared the alarms and resumed insulin. The customer ultimately changed the cartridge and infusion set and no further occlusion alarms occurred. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.